Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for follow-up. It was noted that the left ventricular lead was dislodged and had pulled back in the atrium. The patient was asymptomatic. The lead was explanted and replaced on (B)(6) 2016. The patient's condition was good.